Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient died coincident with peritoneal dialysis (pd) therapy.  The cause of death was not reported. It was not reported if pd therapy was ongoing until the time of death. It was unknown if an autopsy was preformed. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.